Manufacturer narrative:
MDR 3003442380-2024-01227 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off during use from (B)(6) 2024 to (B)(6) 2024. The blood glucose level of the patient at the time of event was 80-150 mg/dl. The issue occurred with four similar types of infusion set used for less than a day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available. .